Event description:
A user facility in the united stated reported a sudden burst of high phaco energy was delivered during surgery. The burst of energy caused the lens capsule to brake subsequentially the lens fell to the posterior segment. Surgery was extended by 7 minutes with no additional anesthesia required. A sulcus lens was placed and an anterior vitrectomy was performed. The patient was referred to retinal surgeon and had retained nuclear fragment, air fluid exchange and pars plana vitrectomy on (B)(6)2022. The patient status is stable and will be following up with retina surgeon.

Manufacturer narrative:
The field service technician on site could not duplicate customers reported issue. The ultrasound module and foot controller were replaced as a precaution. The gateway was not working, sim card was not seated properly, it was reseated and verified 821 cases uploaded. A functional test was performed and passed. The module ultrasound module will be evaluated in the service department to confirm the technician's findings. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Manufacturer narrative:
The phaco energy was in specification at around 35 watts avg, no sudden bursts detected during 2 1/2 hours testing. The product evaluation did not confirm the failure mode; therefore, we cannot determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is closed.